Manufacturer narrative:
(B)(4)

Event description:
This pacemaker was explanted and replaced. The patient believes that there were gaps in the monitoring of where the pacemaker should have paced his heart but did not. The patients rv lead was replaced in 2016 due to loss of capture. The patients new cardiologist this year decided to replace this pacemaker due to not pacing when needed.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.